Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was discarded and not available for evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part (228151), lot(l991707) combination and no non-conformances were identified. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2018-55494.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure the customer's truespan meniscal repair peek 12 degree first implant fired into the patient, but it pulled out. The sales rep stated that the silicone tube that holds the implant bunched when the implant was fired. The sales rep stated that this issue happened with the second truespan meniscal repair peek 12 degree as well. The sales rep stated the meniscus was penetrated to the depth stop and the trigger was depressed until the click. The case was completed with a third like-device with no patient harm, but a five minute delay to remove the devices and complete the case. The sales rep was not present for the case and could not provide any additional information. The devices were discarded by the customer.